Event description:
Reportedly, on (B)(6) 2013, the physician could not schedule new remote follow-ups.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.